Event description:
The customer reported finding liquid on top of the gel cards. No erroneous results were reported. Fluid on top of the gel card foil can lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer went to the customer site and determined that the pressure setting was out of specifications (high). The fe adjusted the pressure and verified performance in diagnostics to return the instrument to expected operation. Qc passed. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).